Event description:
It was reported that t: slim x2 pump battery would not charge, and customer experienced low power alerts but no pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and issue was not resolved by trying different wall adapters or charging cables, so technical support arranged pump replacement, provided storage and return instructions, confirmed shipping address, and planned use of replacement pump to maintain insulin delivery.